Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 219 mg/dl and a correction bolus was delivered via the pump. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.